Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pain"), vaginal haemorrhage ("heavy clots"), menorrhagia ("heavy periods"), metrorrhagia ("spotting between periods") and back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2011, the patient experienced the first episode of pelvic pain (seriousness criterion intervention required), vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain ("weight gain (approximately 20 pounds every month)"), headache ("bad headache"), abdominal pain lower ("cramps"), abdominal distension ("bloating"), hot flush ("hot flashes"), vision blurred ("blurred vision"), the second episode of pelvic pain ("pelvic pain"), abdominal discomfort ("pressure and abdominal tenderness"), abdominal tenderness ("pressure and abdominal tenderness"), immune system disorder ("she believes her immune system has weakened (frequently having the common cold)") and nasopharyngitis ("she believes her immune system has weakened (frequently having the common cold)"). On an unknown date, the patient experienced uterine scar ("uterus/cervix scarred"), fallopian tube disorder ("fallopian tubes were all scarred") and feeling jittery ("fluttering"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain, headache, abdominal pain lower, abdominal distension, hot flush, vision blurred, the last episode of pelvic pain, abdominal discomfort, abdominal tenderness, immune system disorder, nasopharyngitis, uterine scar and feeling jittery had resolved and the fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain lower, abdominal tenderness, abnormal weight gain, back pain, fallopian tube disorder, headache, hot flush, immune system disorder, menorrhagia, metrorrhagia, nasopharyngitis, uterine scar, vaginal haemorrhage, vision blurred, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter considered feeling jittery to be related to essure. The reporter commented: it was scary not know what was going inside of my body. I now know it's essure related because I have not had the fluttering since my hysterectomy. Cross referenced with plaintiff case number : 2016-206164 diagnostic results: - unspecified date: sonogram showed that her uterus, cervix and fallopian tubes were all scarred. Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling jittery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lawyer as reporter was added. Events added per content from medical records: fluttering. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain/severe pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee arthroscopy in 2012 and c-section. Concurrent conditions included uterine cervical squamous metaplasia, uterine bleeding, dysfunctional uterine bleeding, heart murmur, lower abdominal discomfort and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy clots"), menorrhagia ("heavy periods"), metrorrhagia ("spotting between periods/ metrorrhagia"), back pain ("back pain"), abnormal weight gain ("weight gain (approximately 20 pounds every month)"), headache ("bad headache"), abdominal pain lower ("cramps"), abdominal distension ("bloating/ extreme bloating"), hot flush ("hot flashes"), vision blurred ("blurred vision"), abdominal discomfort ("pressure and abdominal tenderness"), abdominal tenderness ("pressure and abdominal tenderness"), immune system disorder ("she believes her immune system has weakened (frequently having the common cold)") and nasopharyngitis ("she believes her immune system has weakened (frequently having the common cold)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine scar ("uterus/cervix scarred"), fallopian tube disorder ("fallopian tubes were all scarred"), feeling jittery ("fluttering"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), fatigue ("extreme fatigue"), pelvic adhesions ("pelvic adhesions"), nervousness ("nervous") and anxiety ("anxious") and underwent bladder repair ("complication with hysterectomy-bladder repair") and anorectal operation ("complication with hysterectomy-rectum repair"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of pelvic adhesions and cystoscopy), , , , , , , , , , , , and . Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain, headache, abdominal pain lower, abdominal distension, hot flush, vision blurred, abdominal discomfort, abdominal tenderness, immune system disorder, nasopharyngitis, uterine scar and feeling jittery had resolved and the genital haemorrhage, autoimmune disorder, fallopian tube disorder, dyspareunia, urinary tract disorder, tooth disorder, rash, urticaria, alopecia, fatigue, bladder repair, anorectal operation, pelvic adhesions, nervousness and anxiety outcome was unknown. The reporter provided no causality assessment for metrorrhagia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal tenderness, abnormal weight gain, alopecia, anorectal operation, anxiety, autoimmune disorder, back pain, bladder repair, dyspareunia, fallopian tube disorder, fatigue, feeling jittery, genital haemorrhage, headache, hot flush, immune system disorder, menorrhagia, nasopharyngitis, nervousness, pelvic adhesions, pelvic pain, rash, tooth disorder, urinary tract disorder, urticaria, uterine scar, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: it was scary not know what was going inside of my body. I now know it's essure related because I have not had the fluttering since my hysterectomy. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral essure microinsert in position. Diagnostic results: - unspecified date: sonogram showed that her uterus, cervix and fallopian tubes were all scarred. Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling jittery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 626685 manufacturing date: 2008/03 expiration date: 2010/02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Events nervous and anxious. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pain"), vaginal haemorrhage ("heavy clots"), menorrhagia ("heavy periods"), metrorrhagia ("spotting between periods") and back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2011, the patient experienced the first episode of pelvic pain (seriousness criterion intervention required), vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain ("weight gain (approximately 20 pounds every month)"), headache ("bad headache"), abdominal pain lower ("cramps"), abdominal distension ("bloating"), hot flush ("hot flashes"), vision blurred ("blurred vision"), the second episode of pelvic pain ("pelvic pain"), abdominal discomfort ("pressure and abdominal tenderness"), abdominal tenderness ("pressure and abdominal tenderness"), immune system disorder ("she believes her immune system has weakened (frequently having the common cold)") and nasopharyngitis ("she believes her immune system has weakened (frequently having the common cold)"). On an unknown date, the patient experienced uterine scar ("uterus/cervix scarred"), fallopian tube disorder ("fallopian tubes were all scarred") and feeling jittery ("fluttering"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain, headache, abdominal pain lower, abdominal distension, hot flush, vision blurred, the last episode of pelvic pain, abdominal discomfort, abdominal tenderness, immune system disorder, nasopharyngitis, uterine scar and feeling jittery had resolved and the fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain lower, abdominal tenderness, abnormal weight gain, back pain, fallopian tube disorder, headache, hot flush, immune system disorder, menorrhagia, metrorrhagia, nasopharyngitis, uterine scar, vaginal haemorrhage, vision blurred, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter considered feeling jittery to be related to essure. The reporter commented: it was scary not know what was going inside of my body. I now know it's essure related because I have not had the fluttering since my hysterectomy. Cross referenced with plaintiff case number : (B)(4). Diagnostic results: - unspecified date: sonogram showed that her uterus, cervix and fallopian tubes were all scarred. Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling jittery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain/severe pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee arthroscopy in 2012 and c-section. Concurrent conditions included uterine cervical squamous metaplasia, uterine bleeding, dysfunctional uterine bleeding, heart murmur, lower abdominal discomfort and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy clots"), menorrhagia ("heavy periods"), metrorrhagia ("spotting between periods/ metrorrhagia"), back pain ("back pain"), abnormal weight gain ("weight gain (approximately 20 pounds every month)"), headache ("bad headache"), abdominal pain lower ("cramps"), abdominal distension ("bloating/ extreme bloating"), hot flush ("hot flashes"), vision blurred ("blurred vision"), abdominal discomfort ("pressure and abdominal tenderness"), abdominal tenderness ("pressure and abdominal tenderness"), immune system disorder ("she believes her immune system has weakened (frequently having the common cold)") and nasopharyngitis ("she believes her immune system has weakened (frequently having the common cold)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine scar ("uterus/cervix scarred"), fallopian tube disorder ("fallopian tubes were all scarred"), feeling jittery ("fluttering"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), fatigue ("extreme fatigue") and pelvic adhesions ("pelvic adhesions") and underwent bladder repair ("complication with hysterectomy-bladder repair") and anorectal operation ("complication with hysterectomy-rectum repair"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of pelvic adhesions and cystoscopy), and . Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain, headache, abdominal pain lower, abdominal distension, hot flush, vision blurred, abdominal discomfort, abdominal tenderness, immune system disorder, nasopharyngitis, uterine scar and feeling jittery had resolved and the genital haemorrhage, fallopian tube disorder, dyspareunia, urinary tract disorder, autoimmune disorder, tooth disorder, rash, urticaria, alopecia, fatigue, bladder repair, anorectal operation and pelvic adhesions outcome was unknown. The reporter provided no causality assessment for metrorrhagia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal tenderness, abnormal weight gain, alopecia, anorectal operation, autoimmune disorder, back pain, bladder repair, dyspareunia, fallopian tube disorder, fatigue, feeling jittery, genital haemorrhage, headache, hot flush, immune system disorder, menorrhagia, nasopharyngitis, pelvic adhesions, pelvic pain, rash, tooth disorder, urinary tract disorder, urticaria, uterine scar, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: it was scary not know what was going inside of my body. I now know it's essure related because I have not had the fluttering since my hysterectomy. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral essure microinsert in position. Diagnostic results: - unspecified date: sonogram showed that her uterus, cervix and fallopian tubes were all scarred. Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling jittery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 626685 manufacturing date: 2008/03 expiration date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain/severe pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee arthroscopy in 2012 and c-section. Concurrent conditions included uterine cervical squamous metaplasia, uterine bleeding, dysfunctional uterine bleeding, heart murmur, lower abdominal discomfort and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy clots"), menorrhagia ("heavy periods"), metrorrhagia ("spotting between periods/ metrorrhagia"), back pain ("back pain"), abnormal weight gain ("weight gain (approximately 20 pounds every month)"), headache ("bad headache"), abdominal pain lower ("cramps"), abdominal distension ("bloating/ extreme bloating"), hot flush ("hot flashes"), vision blurred ("blurred vision"), abdominal discomfort ("pressure and abdominal tenderness"), abdominal tenderness ("pressure and abdominal tenderness"), immune system disorder ("she believes her immune system has weakened (frequently having the common cold)") and nasopharyngitis ("she believes her immune system has weakened (frequently having the common cold)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine scar ("uterus/cervix scarred"), fallopian tube disorder ("fallopian tubes were all scarred"), feeling jittery ("fluttering"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), fatigue ("extreme fatigue") and pelvic adhesions ("pelvic adhesions") and underwent bladder repair ("complication with hysterectomy-bladder repair") and anorectal operation ("complication with hysterectomy-rectum repair"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of pelvic adhesions and cystoscopy), , , , , , , , , , , , and . Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain, headache, abdominal pain lower, abdominal distension, hot flush, vision blurred, abdominal discomfort, abdominal tenderness, immune system disorder, nasopharyngitis, uterine scar and feeling jittery had resolved and the genital haemorrhage, fallopian tube disorder, dyspareunia, urinary tract disorder, autoimmune disorder, tooth disorder, rash, urticaria, alopecia, fatigue, bladder repair, anorectal operation and pelvic adhesions outcome was unknown. The reporter provided no causality assessment for metrorrhagia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal tenderness, abnormal weight gain, alopecia, anorectal operation, autoimmune disorder, back pain, bladder repair, dyspareunia, fallopian tube disorder, fatigue, feeling jittery, genital haemorrhage, headache, hot flush, immune system disorder, menorrhagia, nasopharyngitis, pelvic adhesions, pelvic pain, rash, tooth disorder, urinary tract disorder, urticaria, uterine scar, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: it was scary not know what was going inside of my body. I now know it's essure related because I have not had the fluttering since my hysterectomy. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral essure microinsert in position. Diagnostic results: - unspecified date: sonogram showed that her uterus, cervix and fallopian tubes were all scarred. Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling jittery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: bleeding, dyspareunia, urinary problems, autoimmune-like symptoms, dental issues, rashes, hives, hair loss, extreme fatigue, complication with hysterectomy-bladder repair, complication with hysterectomy-rectum repair and pelvic adhesions. Lot number, medical history, concurrent condition and laboratory data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain/severe pelvic pain, still have to deal with pain event years after removal') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee arthroscopy in 2012 and c-section. Concurrent conditions included uterine cervical squamous metaplasia, uterine bleeding, dysfunctional uterine bleeding, heart murmur, lower abdominal discomfort and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy clots"), menorrhagia ("heavy periods"), metrorrhagia ("spotting between periods/ metrorrhagia"), back pain ("back pain"), abnormal weight gain ("weight gain (approximately 20 pounds every month)"), headache ("bad headache"), abdominal pain lower ("cramps"), abdominal distension ("bloating/ extreme bloating"), hot flush ("hot flashes"), vision blurred ("blurred vision"), abdominal discomfort ("pressure and abdominal tenderness"), abdominal tenderness ("pressure and abdominal tenderness"), immune system disorder ("she believes her immune system has weakened (frequently having the common cold)") and nasopharyngitis ("she believes her immune system has weakened (frequently having the common cold)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding"), uterine scar ("uterus/cervix scarred"), fallopian tube disorder ("fallopian tubes were all scarred"), feeling jittery ("fluttering"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), fatigue ("extreme fatigue"), pelvic adhesions ("pelvic adhesions"), nervousness ("nervous") and anxiety ("anxious"), underwent bladder repair ("complication with hysterectomy-bladder repair") and anorectal operation ("complication with hysterectomy-rectum repair") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of pelvic adhesions and cystoscopy), and essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, back pain, abnormal weight gain, headache, abdominal pain lower, abdominal distension, hot flush, vision blurred, abdominal discomfort, abdominal tenderness, immune system disorder, nasopharyngitis, uterine scar and feeling jittery had resolved and the autoimmune disorder, genital haemorrhage, fallopian tube disorder, dyspareunia, urinary tract disorder, tooth disorder, rash, urticaria, alopecia, fatigue, bladder repair, anorectal operation, pelvic adhesions, nervousness, anxiety and blood iron decreased outcome was unknown. The reporter provided no causality assessment for metrorrhagia with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal tenderness, abnormal weight gain, alopecia, anorectal operation, anxiety, autoimmune disorder, back pain, bladder repair, blood iron decreased, dyspareunia, fallopian tube disorder, fatigue, feeling jittery, genital haemorrhage, headache, hot flush, immune system disorder, menorrhagia, nasopharyngitis, nervousness, pelvic adhesions, pelvic pain, rash, tooth disorder, urinary tract disorder, urticaria, uterine scar, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: it was scary not know what was going inside of my body. I now know it's essure related because I have not had the fluttering since my hysterectomy. Cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral essure microinsert in position. Diagnostic results: - unspecified date: sonogram showed that her uterus, cervix and fallopian tubes were all scarred. Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling jittery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 626685, manufacturing date: 2008/03, expiration date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Event low iron was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.